Event description:
It was reported stimulation could not be adjusted with the patient programmer. The display was showing ''call your doctor'' icon, and there was power on reset condition. An action was performed and the issue was resolved. The specific action that was performed was not reported.

Manufacturer narrative:
Lead model 3998, lot #v565977, implanted: (B)(6) 2010, extension model 3708240, serial # (B)(4), implanted: (B)(6) 2010, recharger model 37752, serial # (B)(4), programmer model 37743, serial # (B)(4).